Event description:
Infant born at (B)(6) with hypoplastic left heart, vsd, dorv, aortic arch anomaly and large pda. Uvc placed on (B)(6) 2010 for ivf and pge at outlying facility. Upon transfer to nicu, uvc documented at 8.5cm. On (B)(6) 2010, single lumen PICC line placed to right saphenous. Final length of internal catheter 24.5cm. On (B)(6) 2010, chest xray 1 view on (B)(6) 2010 showed the uvc in the heart perhaps the right ventricle. Uvc pulled back to 6cm. On (B)(6) 2010, chest/abd xray combined showed PICC line with tip at t10 level. PICC line pulled back 4cm to 20.5cm. On (B)(6) 2010, pt to operating room for norwood procedure. Upon opening the pericardium, there was about 10cc of serous fluid, slightly blood tinged. There was a modest hematoma to the anterior surface of the rv which measured about the size of a dime. After repair, complete the hematoma on the anterior surface of the rv had spread to the lateral wall and all the way to the atrial septum. There was no function in the area of the hematoma. Pt could not come off bypass after multiple attempts. Family elected not to go on ECMO to bridge to transplant. Pt expired on (B)(6) 2010.